Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging inaccurate results of 30 points difference between the subject device and another meter (true result) taken within 30 minutes of each other. This complaint is being reported because the reported results may not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.